Manufacturer narrative:
(B)(4), the customer returned one dilator for analysis. Signs of use in the form of biological material was observed inside the extrusion. Visual analysis revealed that the dilator tip was damaged. Microscopic examination confirmed the damage and revealed stress marks around the defective area. The appearance of the defect seems consistent with damage due to undue force applied during insertion. The dilator length measured 100mm which is within the specification limits of 95.2mm-108mm per the dilator graphic. The dilator outer diameter measured 2.85mm which is within the specification limits of 2.82mm-2.87mm per the dilator graphic. The dilator inner diameter at the proximal end measured 1.6002mm which is within the specification limits of 1.600mm-1.700mm per the dilator extrusion graphic. The dilator inner diameter at the distal end could not be accurately measured due to the severity of the damage. A lab inventory guide wire with a diameter of .032" was inserted through the dilator. Despite the damage to the dilator tip, the guide wire was able to pass completely through the dilator. Performed per IFU statement "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". Manufacturing was consulted as part of this complaint investigation. They indicated that the observed damage is not consistent with damage occurring during the manufacturing process. The appearance of the dilator tip is more consistent with damage related to manipulation by a third party (i.e. Customer). A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated in response to a previous customer complaint for the dilator batch 71c21j1164 to evaluate the issue of a damaged dilator tip. Further analysis of this non-conformance revealed the failure mode could only have been caused by further manipulation from a third party after the manufacturing process. The IFU provided with the kit informs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the dilator tip was damaged. The appearance of the defect is consistent with damage due to undue force applied during an attempted insertion. The dilator met all relevant dimensional and functional requirements. Manufacturing was consulted as part of this complaint investigation and they indicated that the observed damage is not consistent with damage occurring during the manufacturing process but rather, is consistent with damage related to manipulation by a third party (i.e. Customer). Based on the customer report that the damage was identified during use, evaluation of the sample received, and the comments from manufacturing, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the dilator tip was found damaged during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the dilator tip was found damaged during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.